Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy procedure, the tip of the device broke off and fell into the pt. It was retrieved with graspers. A new device was used to complete the procedure. There was no pt consequence.